Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product remains implanted; therefore, visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Medical records were provided and reviewed by a health care professional. The review identified no contributing factors to the event. No significant findings were find on the x-rays (no evidence of loosening or wear of prothesis). With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: femur cemented standard left size 7; item# 42504606201; lot# 64890357. Stem extension straight splined uncemented 14 mm diameter +135 mm length; item# 42560113514; lot# 64847681. Tibia fixed cemented left size g stem extension use required; item# 42542007901; lot# 64817981. Stem extension 3mm offset splined uncemented 10 mm diameter +135 mm length; item# 42560313510; lot# 64783515. Articular surface fixed bearing posterior stabilized (ps) left 13 mm height; item# 42512400913; lot# 64355165. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery, and for two year following the procedure the patient has had recurrent effusions and synovitis with symptoms of pain, swelling, and intermittent limited range of motion which was treated with aspirations and injections of triamcinolone acetonide. All radiographic imaging remained normal. Attempts have been made and no further information has been provided.